Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue was verified. Functional testing was performed and no failure was identified related to the reported fluctuating blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (value not provided) was fluctuating. Customer declined to provide further information regarding this event. Customer reported pump battery was not charging and pump shutdown. Customer reverted to using an alternate pump for insulin therapy.